Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaints were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon attempted to insert a ks-3ai aq310ai 14.0 diopter preloaded injector. When handling the rod, the haptic was not tucked correctly and the iol rotated inside the nozzle. The surgeon decided not to use the lens, there was no patient contact and the surgery was cancelled.

Manufacturer narrative:
Visual inspection of the returned product found the iol was rotated inside the nozzle as reported. Tailing haptic was tangled in the tip of rod. Volume of used viscoelastic material appeared to be enough. Top flange was pushed down till the final position. There was no irregularity found on injector and iol, all met criteria. The more likely root cause is the user pushed back the rod. It is known that if the rod was pushed back and forth, the lens can be tangled in the rod and causes injection failure. (B)(4).